Event description:
A customer reported while using a glidescope core 10-inch monitor, the image on the display kept going on and off while intubating. The facility's biomedical engineering department reported being unable to duplicate the issue during their troubleshooting following the reported incident. The procedure was completed using a different glidescope system which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The customer declined the option to have their glidescope core 10-inch monitor returned to verathon for evaluation; therefore, the cause could not be determined. Following the initial contact from the customer, they were provided the current software version for updating their glidescope core 10-inch monitor. Verathon made multiple follow-up attempts to confirm if the updated software resolved the issues experienced. To date, no response has been received. Review of complaint history for the reported monitor serial number "(B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for glidescope core monitors does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.